Event description:
The customer's wife stated that the customer passed away. The coroner told the wife that the customer passed away due to low blood glucose levels. The customer was found with the glucose meter at his side and the last recorded blood glucose reading was 79 mg/dl. The wife didn't feel that the death was insulin pump related, but stated that he was wearing the insulin pump at the time of his death. The wife declined to return the insulin pump for analysis, stating she would like to donate it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.